Event description:
The packaging for cardinal health telfa non-adherent pads kept ripping in such a way that the item became contaminated. We opened four packages that became contaminated. All four packages were part of the same lot.